Event description:
Revision surgery due to loosening.

Manufacturer narrative:
The agent reported, locking pin came loose from polyethylene. Complaint has been evaluated and is similar to report number 1644408-2021-00800; 540-01-001, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.